Manufacturer narrative:
The catheter was analyzed and found that the tip was detached. The tip was not returned. There was a visible fillet of adhesive around the end of the scanner where the tip had detached. No damage was visible to the scanner or catheter in general. The guide wire was also received and was confirmed to be 0.018" diameter. No defect was found with device, root cause was unable to be determined due to tip not available.

Event description:
Catheter was difficult to use with the 0.018 guide wire from bsc. The catheter tip was pulled apart from the body of the catheter. No pieces went into the patient.